Event description:
The facility reports one incident of a disconnect between patient catheter and bloodline patient connector. This occurred approximately 20 minutes into hemodialysis teratment. Five minutes into treatment staff responded to machine pressure alarm and found that the patient had rolled over and the blood tubing was underneath pt. Twenty minutes into treatment staff responded to low venous pressure alarm and found that bloodline was disconnected from catheter. Ebl = 500cc. Patient access was covered with a blanket at the time of this incident. Patient then experienced chest pain and cardiac arrest. CPR administered and patient transported to hospital. Complaint sample was saved but has not been returned to manufacturer at the time of filing initial MDR.